Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the pt line during treatment. A small hole was found on the line between the pt connector and the cycler. Around the small hole there was a rough spot on the tubing. Pt did not receive any prophylactic antibiotics and has had no adverse effects. Sample is available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.